Event description:
End user reports "that he has developed 3 uti¿s in a 3-month period since he began using cure hm14c. He reports he has been catheterizing for 5 years and was using bard magic 3 go catheters when they went on back order. Prior to using cure he reports he had very few uti¿s while using bard. His first uti occurred within 2-3 weeks after switching catheters. He reports no change to his technique. Although he reports when he began catheterizing about 5 years ago, he was consistently washing his hands or using hand sanitizer and cleansing his penis with an antimicrobial wipe. He reports he stopped this process soon after. He reports he does not think this is a contributing factor. Advised on hygiene when catheterizing and he states he will go back to using sanitizer and antimicrobial wipes. He also notes that he does get steroid injections into his knee every 3 months but that has been going on for years and so he feels that is not a contributing factor to his recent uti¿s. He reports for each uti he went to his primary doctor and obtained a clean catch urine specimen and when the results came back as having a uti he was placed on a course of oral antibiotics. He cannot recall the names of the prescription medications. Once he completed the course no additional samples of urine were taken to evaluate if infection gone but the symptoms, he experienced had gone away upon completion, so he assumes the infection was cleared in between each infection. He does note one of his infections was e. Coli and he knows he was placed on a sulfa family of medication to treat the infection at least once. Consumer has not seen his urologist in quite some time and not since switching catheters." End user also notes that "due to his history of spinal cord injury he has been managing his bowel routine and around the same time of switching catheters he has also had to add in sennakot because he is not have consistent bowel pattern and is more constipated. Consumer was advised that constipation can lead to urinary retention which can lead to increased risk of uti¿s. Consumer does not feel this is related and feels the catheters are the cause of the uti¿s. Consumer notes that primary symptom he experiences is malodorous urine and on monday or tuesday prior to catheterizing he noted a cloudy discharge on the tip of his penis."

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.